Event description:
The instrument was noted to have lost ball bearings during inspection at the distributorship.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.